Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pocket erosion and premature battery depletion observed on the implantable cardioverter defibrillator. At a later follow up, wireless communication issue was observed on the device. On (B)(6) 2018 the device was explanted. It was noted that the patient is recovering.

Manufacturer narrative:
Correction: the previously reported event description erroneously mentioned that the device exhibited premature battery depletion. Please include the updated event description . Correction: (B)(4).

Event description:
It was reported that the patient presented to the clinic with pocket erosion. Later, wireless communication was observed on the implantable cardioverter defibrillator. On (B)(6) 2018 the device was explanted and replaced; during the procedure, the device exhibited failure to deliver high-voltage therapy. The patient was asymptomatic and is recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.